Event description:
Or reports that harmonic shears were being used for a laparoscopic procedure. The instrument was inside the patient¿s abdomen being used by the surgeon. The rnfa (registered nurse first assistant) noted on the monitor screen display from the internal camera that a white plastic piece in the jaw of the instrument had become partially dislodged and looked as though it was about to fall off while inside the patient. The rnfa called the surgeon¿s attention to this, and the instrument was removed without further use and without the plastic piece being dislodged. No harm to the patient.